Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the residual foreign matter could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the combination function of related equipment". [Inspection of endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] 1. Check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a poor image, poor waterproofness of electrical connector. Upon inspection and evaluation, foreign matter is inside the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿poor image, poor waterproofness of electrical connector" the leakage was confirmed however, the image issue was not confirmed. The following findings were noted during device evaluation: electrical connector is dirty due to water leakage, due to a pinhole on connecting tube, water tightness is lost, due to damage on channel-tube, channel cleaning brush cannot insert smoothly, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of specification, scratches found throughout the device, scope connector is dirty due to water leakage, bending tube is deformed, mouthpiece is loose, and connecting tube has discoloration. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning (the chemical and other contaminants that adhered during the procedure could not be sufficiently removed during reprocessing, causing them to remain in the air/water nozzle). The foreign material was found to contain mainly organic silicones, likely a chemical agent (e.g., antifoaming agent). The event can be prevented by following the instructions for use (IFU) which state: "3.6 inspection of the endoscopic system inspection of the objective lens cleaning function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 2. Release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position. 3. While observing the endoscopic image, feed air after feeding water by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image." Olympus will continue to monitor field performance for this device.